Manufacturer narrative:
H.6. Investigation summary: observation and/or testing; could not be conducted for the alleged defect of leakage at inserter / tubing, because no units (samples) or photos were provided for this incident. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production. H3 other text : see section h.10.

Event description:
It was reported that the catheter leaked at the hub on the top of the wing with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that nexiva catheter leaked at the hub on the top of the wing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter leaked at the hub on the top of the wing with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that nexiva catheter leaked at the hub on the top of the wing.